Manufacturer narrative:
Corrected data: d9 (¿yes¿ was selected in error on the initial report.) This report is being supplemented to provide additional information based on the legal manufacturer's device evaluation and investigation. Based on the results of the device evaluation, several non-reportable phenomena such as overheating caused by excessive dust accumulation, corrosion on the scope socket, a damaged front panel, and use of a non-olympus lamp were confirmed. The reported event was confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 10 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of the e103 error could not be identified. However, it¿s likely the cause is related to dust in the fan. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was not returned to olympus for evaluation yet. The investigation is ongoing. A supplemental report will be submitted if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that the evis exera iii xenon light source had lamp error e103 from time to time; the light jammed, and it had to be turned off and on again. The issue was found during an unspecified procedure. There were no reports of patient harm.